Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, e1, h3, h6 additional information was requested, and the following was obtained: the (3) lot# 101xd5 were sent in error and can be disposed of. Investigation summary ==> the product was returned to ethicon for evaluation. Three open boxes with a total of ninety unopened samples were received for analysis. Product code vcp345h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained:

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. During the procedure, the suture popped off. Patient had to be reopened to retrieve the needle. X-ray was done to ensure that the needle was removed. Case was completed with a like device. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off the suture? Did the suture break? If so, where did it break? (Near the needle, near the knot, in the middle) please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle piece retrieved during the same procedure? Confirm no needle pieces remain in the patient¿s tissue. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before or during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code vcp345h (90) lot# 103pxs and (3) lot# 101xd5. This complaint is for product code product code vcp345h lot# 103pxs. 1. Please clarify if the additional device, lot# 101xd5, belongs to this complaint? 2. If yes, did a device malfunction occur during the same procedure? 3. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 4. If the device was not reported before, please provide more details of device malfunction. 5. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned.